Event description:
It was reported that the patient experienced activation issues with the pump of his inflatable penile prosthesis (ipp). The pump was removed and replaced. There were no patient issues in relation to this event. Pump issues with activation.